Event description:
On 29 jan 2008, the sales rep reported that during an anterior thoracolumbar procedure, the scrub tech went to grab the rongeur for the surgeon and noticed the screw was missing. The surgeon finished the case as intended by using another instrument within the kit. There was no report of pt contact.

Manufacturer narrative:
No report of pt contact. Product is an instrument and is not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Evaluation is pending upon the return of the product.